Event description:
Pt reported the infusion device is making unusual noises when rewinding the piston rod. Pt thinks insulin was in the cartridge compartment. On (B)(6) 2011, pt reported the infusion device delivered an inaccurate amount of insulin. Pt reported experiencing elevated blood glucose levels up to 423 mg/dl since (B)(6) 2011. Pt's normal blood glucose level is 130 mg/dl. Pt stated the insulin has been diluted by the pharmacy to u40 insulin. Pt reported taking correction via the infusion device without success. Pt stated she corrected her blood glucose level via syringe. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.